Manufacturer narrative:
Section h6: medical device problem code corrected manufacturer's investigation conclusion: there were no device related issues with (B)(6) reported or identified through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and heartmate 3 lvas patient handbook are currently available. No specific device-related issues were reported; however, the heartmate 3 lvas IFU provides a list of adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced a pump stop due to exchanging their system controller at home. The patient did not notify the customer of the exchange or the reasoning behind the exchange.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient experienced a pump stop while asleep. The patient stated that they did not sleep on battery power, and that there was no loss of power. Log files were submitted for review and captured no external power and lvad off alarms on (B)(6) 2024 from 14:29 to 14:30, where the driveline was disconnected from the system controller for approximately 29 seconds. The driveline was then reconnected to the controller at around 14:30 and remained connected afterwards.